Event description:
It was reported by the customer "in 2 cases, the powerpicc catheter and the connector did not match and leaked, and the leakage continued after replacing multiple fittings (bd and competitor connectors), and the catheter of other brands was reused after in-situ tube re-use." No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking luer is confirmed and was determined to be manufacturing related. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed little use residues throughout the returned catheter. One needleless injection cap was attached to the luer of the device. A functional test of attempting to infuse water into the needleless injection cap using a 12 ml syringe revealed the water to leak out of the luer/injection cap interface. A microscopic observation revealed excessive molding material inside the luer of the device. Because excessive molding material was found inside the luer of the device, the complaint of a leaking luer is confirmed and was determined to be related to manufacturing. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported by the customer "in 2 cases, the powerpicc catheter and the connector did not match and leaked, and the leakage continued after replacing multiple fittings (bd and competitor connectors), and the catheter of other brands was reused after in-situ tube re-use." No other information was provided. It was reported this occurred with two devices. This report addresses the first device.